Event description:
The customer reported getting a recurrent defib failure cycle power error 20004.

Manufacturer narrative:
The unit was evaluated at philips. The symptom was verified, multiple 20004 errors were in the system log. The control pca was replaced to resolve the issue.